Event description:
A surgeon reported that three patient's experienced intraocular pressure (iop) spikes following cataract surgery. The paracentesis was "burped" to relieve the pressure. The surgeon indicated he did not know the cause of the events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that three instances of increased intraocular pressure (iop) after surgery with their system. The customer stated that no product malfunction occurred during use of the system. The customer did not request service. No further information was provided. The system was manufactured on february 26, 2007. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. (B)(4).